Event description:
During the index procedure, two endeavor (rx) drug eluting stent was used to treat the target lesions, both located in the rca. It was reported that 49 months post index procedure, the patient was reported to have been found dead by her son. Cause of death listed as sudden death. Investigator assessed the event as not related to study device or procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).